Event description:
It was reported to philips that the azurion system did not start up.. No harm was reported to philips. The device was outside of clinical use at the time of reported event. Philips has started an investigation of this complaint.